Event description:
It was reported that this right atrial (ra) lead was revised due to it presenting high capture threshold measurements, which was traced back to the lead getting dislodged. The dislodgment was confirmed by fluoroscopy and by device interrogation. The lead remains in service. No additional adverse patient effects were reported.